Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear leads; upn m365sc2318700; model sc-2318-70; serial-lot (B)(6); batch 5006482; UDI (B)(4). Product family scs-linear leads; upn m365sc2318700; model sc-2318-70; serial-lot (B)(6); batch 5003583; UDI (B)(4).

Event description:
It was reported that the patient experienced a maculopapular, pruritic rash over the spinal cord stimulation (scs) implantable pulse generator (ipg) site and scs lead sites. The rash was also present on the patients entire right low back that extended into his right abdomen. Nothing happened during the implant procedure that may have caused or contributed to the infection. No additional adverse patient effects were reported. The patient was administered antibiotics and underwent a procedure in which the entire scs system was explanted, cultures were taken which confirmed staphylococcus aureus infection. The infection was assessed as possibly related to the device and-or stimulation. The patient was in stable condition postoperatively and the event is resolving. The explanted devices will not be returned as they were discarded by the medical facility. Additional information was received that the event has resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads: upn m365sc2318700, model sc-2318-70, serial-lot (B)(6), batch 5006482, UDI (B)(4). Product family scs-linear leads: upn m365sc2318700, model sc-2318-70, serial-lot (B)(6), batch 5003583, UDI (B)(4).

Event description:
It was reported that the patient experienced a maculopapular, pruritic rash over the spinal cord stimulation (scs) implantable pulse generator (ipg) site and scs lead sites. The rash was also present on the patients entire right low back that extended into his right abdomen. Nothing happened during the implant procedure that may have caused or contributed to the infection. No additional adverse patient effects were reported. The patient was administered antibiotics and underwent a procedure in which the entire scs system was explanted, the infection was assessed as possibly related to the device and-or stimulation. The patient was in stable condition postoperatively and the event is resolving. The explanted devices will not be returned as they were discarded by the medical facility.